Event description:
This spontaneous case from united states was received on 22-dec-2017 from the patient this case concerns a (B)(6) years old male patient who initiated treatment with synvisc one and after a latency of 3 days could barely walk, his knee was red, knee was swollen; after few days could not bend his knee; after an unknown latency had pain, stiffness. Patient has not felt any relief with this injection/ product did not work/ is still feeling poorly. No medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once at a dose of 6 ml for bone on bone in left knee (lot number and expiration date: not provided). On (B)(6) 2017, three days later, his knee was red and swollen and he could barely walk. He missed a couple days out of work because he could not bend his knee. He even walked with a cane for several days. Hcp advised him to use ibuprofen, rest, ice and elevation to relieve the pain and swelling. Patient used these methods but still had issue with bending his knee at time. Corrective treatment: cane for could barely walk; ibuprofen, rest, ice, elevation for could not bend his knee, knee was red, knee was swollen, pain and stiffness outcome: unknown for could barely walk, knee was red, knee was swollen, pain and stiffness; not recovered for, could not bend his knee. Seriousness criteria: disability for could barely walk. A pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. Pharmacovigilance comment: sanofi company comment dated 28-dec-2017: this case concerns a patient who experienced walking difficult, difficulty in bending the knee and redness after receiving synvisc one injection. Temporal relationship can be established between the events and the suspect product based on the available information. However, information regarding medical history, injection technique used, past drugs, concomitant medications and other risk factors is required for further case assessment.

Event description:
This spontaneous case from united states was received on 22-dec-2017 from the patient this case concerns a (B)(6) years old male patient who initiated treatment with synvisc one and knee was swollen/ increased knee swelling, stiffness and pain/ knee was very painful/ increased knee pain on the same day, after 3 days could barely walk, his knee was red; after few days could not bend his knee. Patient had not felt any relief with this injection/ product did not work/ is still feeling poorly (device ineffective). Medical history included torn meniscus in left knee, arthroscopic surgery, right heel broken ((B)(6) 1987), compressed vertebrae ((B)(6) 1987) and right wrist arthritis. Patient had received several injections of synvisc approximately 6-12 in past with good results. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once at a dose of 6 ml for left knee pain- cartilage loss/ arthritis (lot number and expiration date: not provided). On the same day, later patient experienced increased knee pain, stiffness and swelling. On (B)(6) 2017, three days later his knee was red and he could barely walk. On an unknown date in (B)(6) 2017, patient missed a couple days out of work because he could not bend his knee (latency: few days). He even walked with a cane for several days. Hcp advised him to use ibuprofen, rest, ice and elevation to relieve the pain and swelling. Patient used these methods but still had issue with bending his knee at time. Patient continued with ibuprofen and ice as advised by nurse. It was reported that the patient's knee was very painful and stiff in the remaining week of november. Patient was not able to return to work till (B)(6) 2017. As of (B)(6) 2018, patient's knee had not improved as after previous injections. Corrective treatment: cane for could barely walk; ibuprofen, rest, ice, elevation for could not bend his knee, knee was red, knee was swollen/ increased knee swelling, pain/ knee was very painful/ increased knee pain and stiffness outcome: unknown for could barely walk, knee was red; not recovered for could not bend his knee, knee was swollen/ increased knee swelling, pain/ knee was very painful/ increased knee pain, stiffness a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for could barely walk additional information was received on 18-jan-2018 from patient. Patient's date of birth was updated from (B)(6) to (B)(6). Patient's height was added. Medical history and past drug was added. Indication of synvisc one was updated from bone in left knee to left knee pain- cartilage loss/ arthritis. The event term knee was swollen was updated to knee was swollen/ increased knee swelling and pain was updated to pain/ knee was very painful/ increased knee pain. Event onset of knee was swollen/ increased knee swelling, stiffness and pain/ knee was very painful/ increased knee pain was updated from (B)(6) 2017 to (B)(6) 2017 and outcome was updated from unknown to not recovered. Clinical course was updated and text was amended accordingly. Additional information was received on 05-feb-2018. The ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 05-feb-2018: the follow up information received doesnot change previous case assessment. This case concerns a patient who experienced walking difficult, difficulty in bending the knee and redness after receiving synvisc one injection. Temporal relationship can be established between the events and the suspect product based on the available information. However, information regarding medical history, injection technique used, past drugs, concomitant medications and other risk factors is required for further case assessment.

Event description:
This spontaneous case from united states was received on 22-dec-2017 from the patient this case concerns a (B)(6) years old male patient who initiated treatment with synvisc one and knee was swollen/ increased knee swelling, stiffness and pain/ knee was very painful/ increased knee pain on the same day, after 3 days could barely walk, his knee was red; after few days could not bend his knee. Patient had not felt any relief with this injection/ product did not work/ is still feeling poorly (device ineffective). Medical history included torn meniscus in left knee, arthroscopic surgery, right heel broken ((B)(6) 1987), compressed vertebrae ((B)(6) 1987) and right wrist arthritis. Patient had received several injections of synvisc approximately 6-12 in past with good results. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once at a dose of 6 ml for left knee pain- cartilage loss/ arthritis (lot number and expiration date: not provided). On the same day, later patient experienced increased knee pain, stiffness and swelling. On (B)(6) 2017, three days later his knee was red and he could barely walk. On an unknown date in (B)(6) 2017, patient missed a couple days out of work because he could not bend his knee (latency: few days). He even walked with a cane for several days. Hcp advised him to use ibuprofen, rest, ice and elevation to relieve the pain and swelling. Patient used these methods but still had issue with bending his knee at time. Patient continued with ibuprofen and ice as advised by nurse. It was reported that the patient's knee was very painful and stiff in the remaining week of november. Patient was not able to return to work till (B)(6) 2017. As of (B)(6) 2018, patient's knee had not improved as after previous injections. Corrective treatment: cane for could barely walk; ibuprofen, rest, ice, elevation for could not bend his knee, knee was red, knee was swollen/ increased knee swelling, pain/ knee was very painful/ increased knee pain and stiffness outcome: unknown for could barely walk, knee was red; not recovered for could not bend his knee, knee was swollen/ increased knee swelling, pain/ knee was very painful/ increased knee pain, stiffness a pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. Seriousness criteria: disability for could barely walk additional information was received on 18-jan-2018 from patient. Patient's date of birth was updated from 02- feb-1956 to 28-feb-1956. Patient's height was added. Medical history and past drug was added. Indication of synvisc one was updated from bone in left knee to left knee pain- cartilage loss/ arthritis. The event term knee was swollen was updated to knee was swollen/ increased knee swelling and pain was updated to pain/ knee was very painful/ increased knee pain. Event onset of knee was swollen/ increased knee swelling, stiffness and pain/ knee was very painful/ increased knee pain was updated from (B)(6) 2017 to (B)(6) 2017 and outcome was updated from unknown to not recovered. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 18-jan-2018: the follow up information received doesnot change previous case assessment. This case concerns a patient who experienced walking difficult, difficulty in bending the knee and redness after receiving synvisc one injection. Temporal relationship can be established between the events and the suspect product based on the available information. However, information regarding medical history, injection technique used, past drugs, concomitant medications and other risk factors is required for further case assessment.